Event description:
It was reported that there were false pause episodes noted on confirm device. The clinician attributed false pause episodes to device losing contact with the pocket. Isometric testing was suggested. The patient was not seen in the clinic and the device was sensing well. Patient was stable.